Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer (fse) investigated the ventilator on site. The monitoring printed circuit board (pcb) was replaced and sent back for investigation. Simulated use testing of the returned monitoring printed circuit board had reproduced the reported issue on start-up as it alarmed for technical errors that indicates power error on +12 volt low, lithium battery depleted and barometric pressure too low. After that, the machine started switching between ventilation and standby while showing an alarm that says restart the ventilator. It showed o2 concentration -100%. These 3 errors were not registered in the device logs due to corrupted pcb. By checking with a multimeter it was noticed that the pressure sensor had a major drift. Replacing the pressure sensor solved the power error voltage low and lithium battery depleted technical alarms. However, it was still alarming for barometric pressure low and restart the ventilator. It was not possible to find which component caused the remained alarms. Therefore, no root cause can be established.

Event description:
Manufacturer's ref#: (B)(4).